Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The electrodes that were used during the reported event, were not returned to physio-control for evaluation. The device was extensively tested and after having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not recognize a connection to the fastpatch electrodes when they used it on a patient. A back-up device was then used, but the same issue occurred. The customer also reported that the patient's skin was obviously wet. There was patient use associated with the reported event however, there was no adverse patient outcome.